Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead had no capture at max output. The lead was attempted to be repositioned however, was unsuccessful. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿no capture on ra lead at max output¿ was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage occurring at time of procedure.